Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room due to bradycardia. An interrogation found the right ventricular (rv) lead had loss of capture every other beat. Follow up with the company representative indicated the physician felt the loss of capture was due the patient needing dialysis as the patient's electrolytes were not balanced. The lead was reprogrammed. No further patient complications have been reported as a result of this event.